Event description:
The lay user / patient contacted lifescan (lfs) on april 22, 2008 alleging segments were missing on the patient's one touch ultra meter. A medical affairs contacted the patient; however, the patient refused to answer any more questions and disconnected the call. The patient mentioned that something spilled on the meter either in original month. Since then she was unable to read the lcd screen. The patient tests approximately 2-3 times a day and continued to take her oral medication on a regular basis. On five days prior to original date around 4-5:00pm, the patient attempted to test and was unable to read the lcd screen and felt shaky at the time of testing. Due to her symptoms she contacted ems. Ems arrived and tested her using their meter; however, result was unknown. Ems advised the patient to take her usual dosage of medication. No further clinical information was provided. It would have been helpful to know how the patient was feeling earlier that day and how long the patient's symptoms lasted. The patient's health care provider advised her to contact lfs for assistance. The meter is not a new product (out of box). The complaint is being reported because the patient claimed she experienced symptoms suggestive of hypoglycemia during the time the alleged issue began. The alleged issue was not resolved with troubleshooting and the meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.